Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a vessel dissection occurred. A 2.75 x 20 mm synergy xd drug-eluting stent was advanced for treatment. After deployment of the stent, a proximal edge dissection was noted and covered with another stent. Stent damage was also noted. The procedure was completed successfully. There were no further patient complications reported.